Event description:
It was reported that an unspecified investigational medication with very strict infusion time requirements was to infuse within 20 minutes with +/- 2 minutes. This infusion infused faster than expected and infused for 9 minutes. The customer further stated that there were no adverse effects caused to the adult patient or family members, however the event has caused concern for the clinical team trial. It is currently unclear if this event will impact the investigational data or the patient's ability to remain in the clinical trial.

Manufacturer narrative:
Additional information d10. The customer¿s concerns that an infusion of an unspecified investigational medication completed sooner than expected was not confirmed. The pcu event log has been overwritten due to continued use. Details from the alleged incident could not be reviewed. However, the customer provided ikp report data. Ikp report data intended use is intended to be used by management to improve patient safety, monitor medication management, improve hospital processes, and demonstrate regulatory compliance. The review of the customer provided ikp report (all inf report) confirmed an infusion that was started on (B)(6) 2019 at 10:07 am. The report indicated the infusion rate was 240ml/hr vtbi 80ml. The ikp report recorded the infusion is stopped at 10:16 am. Rate accuracy testing performed on the source pump module, found the device delivering IV fluids in specification. Inspection of the source pump module found no irregularities. The customer did not return the incident administration set for this investigation. The device was being used for treatment. The root cause of the customer¿s complaint that an infusion of an unspecified investigational medication completed faster than inspected was not identified.

Event description:
It was reported that an unspecified investigational medication with very strict infusion time requirements was to infuse within 20 minutes with +/- 2 minutes. This infusion infused faster than expected and infused for 9 minutes. The customer further stated that there were no adverse effects caused to the adult patient or family members, however the event has caused concern for the clinical team trial. It is currently unclear if this event will impact the investigational data or the patient's ability to remain in the clinical trial.

Manufacturer narrative:
The customer¿s report of an unspecified investigational medication with very strict infusion time requirements was to infuse within 20 minutes with a +/- 2 minutes delta infused faster than expected was not confirmed. The customer did not provide the device logs or source pump module for this investigation. The review of the ikp data from the time of the reported event provided by the customer shows that the infusion started on 17apr2019 at 10:07 am. The infusion stopped when device alarmed for ¿door open¿ and ¿door closed.¿ the ikp data shows that the infusion stopped at 10:16 am. The calculated volume infused was 36ml. The ikp report is intended to provide key performance indicators for guardrails-related issues, alarms, or status events requiring clinician attention. The root cause of the reported device infusing faster than expected could not be determined. Device evaluated by MFR: log review only.

Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation. Patient age and dob requested but not provided, however the customer stated that the patient was an adult.

Event description:
It was reported that an unspecified investigational medication with very strict infusion time requirements was to infuse within 20 minutes with +/- 2 minutes. This infusion infused faster than expected and infused for 9 minutes. The customer further stated that there were no adverse effects caused to the adult patient or family members, however the event has caused concern for the clinical team trial. It is currently unclear if this event will impact the investigational data or the patient's ability to remain in the clinical trial.